Manufacturer narrative:
Phone number: (B)(6). Fax number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported rupture on an unknown side. Physician later confirmed right side rupture. Device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, d4, h4, h6.

Event description:
Healthcare professional reported rupture on an unknown side. Healthcare professional additionally reported capsular contracture baker grade I. Device has been explanted and replaced.